Event description:
The customer reported via phone call that he inserted the sensor, and the needle housing came away before putting the sensor against his skin. The customer's blood glucose was unknown. The customer explained that the needle was stuck in the serter and had to use tweezers to pull the needle out. The customer further stated that the cannula was also bent. The customer explained that the introducer needle was not hard to remove because the sensor had felled off of it. The customer was advised that the sensor would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The complaint is against the enlite insertion devise; the customer only returned the enlite sensor however, the insertion needle was missing.